Event description:
It was reported that "fiber tip fracture/fx tip of fiber" was noted. It was also noted that ¿0¿ joules were used and ¿0¿ time expended. The fiber was exchanged and the procedure was completed with the second fiber. Patient outcome: "ok" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibited moderate char; the glass cap exhibited moderate devitrification at the output window; the outer flow tubing exhibited moderate contamination, likely biologic. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.